Manufacturer narrative:
The recipient's activation reportedly went well.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed silastic cuts along the fantail and electrode lead prior to receipt as well as a dislodge electrode ground ring sleeve. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.